Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited that the air/water-cylinder, the air/water-tube, the jet-tube, the bending section cover, the connecting tube all had foreign objects, and a burn on plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d8 and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause of the foreign material could not be identified and the burnt plastic distal end cover was likely caused by being used without sufficient distance from the distal end; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: -IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.